Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery/charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery. The cause for the failure was isolated to a thermally damaged q1 current controlling transistor and a defective u13 cmos flash microcontroller. The root cause for the defective components could not be positively identified. No adverse event resulted from the defective battery charger/modem.